Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone that the customer had a high blood glucose level of 400 mg/dl. The customer had issues in the past where the cannula was bent and he did not realize it until he checked his blood glucose level, which would be around 400 mg/dl to 500 mg/dl. The customer did not mention how they treated their high blood glucose. The customer was sent a replacement for their infusion set. The device will not return for analysis.